Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the stent moved on the balloon. A 4.00x38mm synergy¿ drug-eluting stent was selected to treat the lesion. After unpacking, the physician took out the device from the loop and attempted to remove the protecting sheath but the physician's gloves stuck on the stent. The stent was slightly shifted. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 4.00 x 38mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Stent strut rows 1 to 13 on proximal end of stent appear undamaged. The remainder of the stent strut rows were stretched distally, such that the distal end of the stent was distal of the distal markerband. The undamaged section of the crimped stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on exposed balloon material, beneath the stretched stent, indicating correct crimping and positioning of stent prior to event. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed no issues. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination of the tip found no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the stent moved on the balloon. A 4.00x38mm synergy¿ drug-eluting stent was selected to treat the lesion. After unpacking, the physician took out the device from the loop and attempted to remove the protecting sheath but the physician's gloves stuck on the stent. The stent was slightly shifted. The procedure was completed with another of the same device. No patient complications were reported.